Manufacturer narrative:
The device with the lens was returned loose in the opened carton. The lens stop and plunger lock were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced to near the fill line and has overrode the lens. The lens was slightly advanced inside the loading area. The trailing haptic was folded onto the anterior optic surface along the left side of the plunger. The leading haptic was ahead of the optic. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause for the reported complaint cannot be determined. Plunger override was observed. The plunger override was most likely interpreted as the complaint. The lens was still inside the lens loading area. A qualified viscoelastic was indicated. Plunger override may occur: due to rapid advancement faster than the instructions for use (IFU) recommend rate. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the device is overfilled with viscoelastic (ovd), this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that, during intraocular lens (iol) implant procedure, the iol plunge made the iol fold incorrectly. The surgery was completed by the help with another instrument to make iol unfold and be placed correctly in capsule . Additional information was requested.